Event description:
It was reported that during a da vinci si diagnostic laparoscopy the pk dissecting forceps instrument was not responding to the system. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the cable frayed that was not reported by the site. The pitch up cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. The other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.